Event description:
It was reported that a spectrum pump alarmed constant door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Constant door not fully latched was confirmed and was caused by a failed upper link switch and upper auxiliary assembly. The failed upper link switch and upper auxiliary assembly was replaced.